Event description:
It is reported that in 1999 patient underwent intramedullary rodding of midshaft fracture of the left tibia. Post-op in 2001, surgical attempt was made to remove the nail, but the attempt was unsuccessful. Following, in 2003, a second surgical attempt was made to remove the nail, but again the attempt was unsuccessful. The nail remains implanted.